Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, the physician experienced stent deployment difficulty. The target lesion was located in the distal right coronary artery. The lesion was pre-dilated with a non-bsc balloon before the physician unsuccessfully attempted to deploy a 2.25x24mm ion stent at the target lesion at 8atm for 30 seconds. The physician removed the undeployed ion stent delivery system from the body. The procedure was completed with another ion stent. No patient complications were reported and the patient's condition is fine. However, product analysis revealed stent damage and that the stent moved on the balloon.

Manufacturer narrative:
Device is combination product. Returned product consisted of a ion mr stent with delivery system (sds). There was contrast in the inflation lumen. The stent had moved on the balloon 2mm distally from the proximal markerband and there were stent strut impressions present on the surface of the balloon between the marker bands. There was some positive pressure applied with the stent partially expanded and the stent was stretched and flared. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported stent failed to deploy. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).